Event description:
Country of complaint: (B)(6). During surgical procedure of femur neck fixation, when the third guide wire was introduced in the femur head the operator asked for a key to screw it off so a control image could be captured, after this action the guide wire should be re-secured. During screwing on the guide wire, a metallic sound from inside the drill was emitted. Inspection of the drill revealed two teeth of the drill attachment were missing. All parts spilled out beyond the operating field. The wound was irrigated and imaging was completed. Imaging confirmed that no fragments remained in the patients body. Procedure was delayed approximately five minutes.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the investigation showed that three teeth of the drill attachment are broken off. The attachment itself is in a used condition and shows normal wer marks which are consistent with usage marks. A CAPA has previously been initiated regarding the drill attachment and breaking teeth. Resulting from the CAPA, a corrective action was initiated. Involvement component: ga031201/wrench. The inspection of the wrench showed slight damages at the teeth. However, as the damages are very minimal, a correct and full function of the wrench is still given.